Event description:
It was reported there was a volume discrepancy with the patient's pump. The actual residual volume (arv) was greater than the expected residual volume (erv). No specific values were provided. The hcp (healthcare provider) indicated the patient would "always" indicate symptoms, when the patient was "almost more overmedicated than having withdrawal or underdose-related sympto"ms. The specific symptoms claimed by the patient were not provided. The hcp clearly indicated that "the patient was not having any actual symptoms related to the pump problem that was reported." A catheter dye study and roller study were being planned due to the volume discrepancy. The medications in the pump were bupivacaine and baclofen. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 8711, lot# j0058169r, implanted: (B)(6) 2001, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).